Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08p13 that has a similar product distributed in the us, list number 04z21.

Event description:
The customer reported a falsely elevated alinity I stat highly sensitive troponin-I result on a female patient. The following results were provided: abbott = 0.709 / 0.778 ng/ml, x2 dilution = 0.948 ng/ml, x10 dilution = 1.190 ng/ml, peg treatment = 0.144 ng/ml (reference range: 0-0.0156 ng/ml) beckman = 0.01 ng/ml (reference range: 0-0.0116 ng/ml) no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for a falsely elevated alinity I stat high sensitive troponin-I result included a review of complaint text, a search for similar complaints, trending data, labeling, and device history records. Return testing was not completed as returns were not available. Using worldwide field data, a review showed that the median patient results for lot 64549ud01 are within established limits, confirming there was no systemic issue for lot number 64549ud01. Trending review determined no related trend for the issue for the product. Device history record review did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue. Based on the information provided and the complaint investigation, no systemic issue or deficiency for the alinity I stat high sensitive troponin-I, lot number 64549ud01, was identified.

Event description:
The customer reported a falsely elevated alinity I stat high sensitive troponin-I result on a female patient. The following results were provided: abbott = 0.709 / 0.778 ng/ml, x2 dilution = 0.948 ng/ml, x10 dilution = 1.190 ng/ml, peg treatment = 0.144 ng/ml (reference range: 0-0.0156 ng/ml). Beckman = 0.01 ng/ml (reference range: 0-0.0116 ng/ml). No impact to patient management was reported.